Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Vascular insufficiency: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks

Event description:
It was reported that a patient implanted with an impella cp experienced ischemia and peripheral vascular insufficiency in the foot. The pump was explanted.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.